Event description:
The customer tested her blood glucose using her 2 contour meters. The new contour meter read 269 mg/dl, while the older meter read 159 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.